Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module stand still detected. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator's turbine has been found defective with a message indicating that the air inlet is blocked while it was not. The ventilator was investigated on site by our field service engineer, a technical error that indicates turbine module stand still detected, was found in logs as well. The blower module was replaced to resolve the issue and returned for further investigation. The provided logs confirm a technical error indicating turbine module failure during pre-use check(puc). Further analysis of provided logs reveals that the ventilator failed during a pre-use check performed at date of event with technical error indicating turbine failure and an error code indicating a blower inlet test failure due to blower resistance is too high. Simulated use testing of the returned turbine module could reproduce the errors: the blower module failed during puc with an error code referring to "blower inlet resistance is too high" and during simulated ventilation a technical error appeared: "turbine module stand still detected. Turbine module has stopped, o2 is delivered instead." The technical errors could be reproduced and the turbine module is the cause of the issue. However the root cause could not be determined.

Event description:
Manufacturer's ref# (B)(4).